Event description:
It was reported that during use of the cleo® 90 infusion set the customer had a high blood glucose level of 407. The mother administered a manual injection. Blood and possible kinking at site. Site changed out.